Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/"open the floodgates" type of bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain/weight gain"), food allergy ("food allergy"), adenomyosis ("adomenosis"), abdominal pain lower ("cramps"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("exhaustion"), pelvic pain ("pain"), abdominal distension ("bloating") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy, adenomyosis, back pain, alopecia, fatigue, pelvic pain, abdominal distension and allergy to metals outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, adenomyosis, allergy to metals, alopecia, anaphylactic reaction, back pain, fatigue, food allergy, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number : (B)(4) discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction, pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event bloating and reporter information were added. On 20-mar-2020: social media received: reporter information was added. On 20-mar-2020: fu 11, 12 & 13 were processed together. Social media received: date of implant updated, action taken with drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain"), food allergy ("food allergy") and adenomyosis ("adomenosis"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy and adenomyosis outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abnormal weight gain, adenomyosis, anaphylactic reaction, food allergy and genital haemorrhage to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number : 2016-206164 discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporter added. Events: adenomyosis, genital bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/"open the floodgates" type of bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain/weight gain"), food allergy ("food allergy"), adenomyosis ("adomenosis"), abdominal pain lower ("cramps"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("exhaustion") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy, adenomyosis, back pain, alopecia, fatigue and pelvic pain outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, anaphylactic reaction, back pain, fatigue, food allergy, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number: (B)(4). Discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction, pain most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information added. Events: pain were added. Event: anaphylactic reactions non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/"open the floodgates" type of bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain/weight gain"), food allergy ("food allergy"), adenomyosis ("adomenosis"), abdominal pain lower ("cramps"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("exhaustion"), pelvic pain ("pain"), abdominal distension ("bloating"), allergy to metals ("allergy to nickel") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy, adenomyosis, back pain, alopecia, fatigue, pelvic pain, abdominal distension, allergy to metals and arthralgia outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, adenomyosis, allergy to metals, alopecia, anaphylactic reaction, arthralgia, back pain, fatigue, food allergy, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number: (B)(4). Discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction, pain, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hip pain added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/"open the floodgates" type of bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain/weight gain"), food allergy ("food allergy"), adenomyosis ("adomenosis"), abdominal pain lower ("cramps"), back pain ("back pain"), alopecia ("hair loss") and fatigue ("exhaustion"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy, adenomyosis, back pain, alopecia and fatigue outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, anaphylactic reaction, back pain, fatigue, food allergy and genital haemorrhage to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number : (B)(4)discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: cramps, back pain, hair loss, exhaustion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had full hysterectomy') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain") and food allergy ("food allergy"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, anaphylactic reaction and food allergy outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abnormal weight gain, anaphylactic reaction, food allergy and medical device removal to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number : (B)(4). Discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. Model no.(305) updated to model no.(205). Case becomes an incident. New event added: I had full hysterectomy. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/"open the floodgates" type of bleeding') and anaphylactic reaction ('anaphylactic reaction') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), abnormal weight gain ("hovering at an 80 pound gain/weight gain"), food allergy ("food allergy"), adenomyosis ("adomenosis"), abdominal pain lower ("cramps"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("exhaustion"), pelvic pain ("pain"), abdominal distension ("bloating"), allergy to metals ("allergy to nickel"), arthralgia ("hip pain") and erythema ("my complexion would get red"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, colonoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, anaphylactic reaction, food allergy, adenomyosis, back pain, alopecia, fatigue, pelvic pain, abdominal distension, allergy to metals, arthralgia and erythema outcome was unknown and the abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, adenomyosis, allergy to metals, alopecia, anaphylactic reaction, arthralgia, back pain, erythema, fatigue, food allergy, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: this case cross referenced with plaintiff case number : (B)(4) discrepancy noted in essure insertion date. She will be having this removed the first available. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media post: weight increased, food allergy, anaphylactic reaction, pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received: new events were added: my complexion would get red and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.